Event description:
Report received of a tubing rupture during use with a power injector for a CT scan. The customer reports that the injector settings were 2.0cc/sec for a total volume of 125cc's. The extension set is connected to the patient's peripheral IV site and the injection tubing is connected to the clave port at the end of the extension set. The rupture was reported to occur half way through the injection. It was unknown to the reporter where the rupture occurred on the extension set. Enough contrast had been administered so a re-injection set was not required. The patient did not experience any blood loss. The patient's IV site remained patent. The test was completed without further incident. There was no report of any adverse patient effect. Additional patient information was requested, but no further information was available.